Event description:
The reporter contacted animas on (B)(6) 2015 alleging a cracked/damaged casing issue. The reporter stated that the battery compartment was cracked. The reporter stated that the patient had a blood glucose (bg) of 492mg/dl with extreme drowsiness, polyuria, polydipsia and large ketones. The patient did not receive any treatment above and beyond the usual routine care of diabetes management. This report is being made due to the bg excursion the patient experienced due to an alleged casing condition issue.

Manufacturer narrative:
Follow-up #1: date of submission 07/23/2015 ¿ upon review of the complaint record, the alleged issue was deemed to be one of power/damage.

Manufacturer narrative:
Device evaluation follow-up #2: the device was returned to animas and evaluated by product analysis on 08/06/2015 with the following results: battery compartment is cracked along side of pump. Threads on battery cap observed to be stripped, height and width within specifications. The battery cap was unable to maintain an electrical connection, power loss and reboots duplicated. Test cap used for testing purposes. Pump exercised for 24 hours with test cap with no further power issues occurring. Pump passed delivery accuracy test and found delivering within required specification reboots observed in black box download. Daily insulin delivery totals correctly reflect user's programmed basal rates. Unrelated to the complaint, display is dim; letters have a red hue. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.